Manufacturer narrative:
Patient date of birth and weight not available for reporting. Date of event reported as (B)(6) 2018, exact date is not known. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure in (B)(6) 2018, the handle of the small hexagonal screwdriver with holding sleeve broke into two (2) separate pieces, rending the device unusable. It was noted the device appeared worn. It is not known if this caused any surgical delay. Patient status in not known. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: customer quality conducted an investigation of the returned device. Flow: broken. Visual inspection: the small hexagonal screwdriver (part # 314.02, lot # unknown, mfg # unknown) was inspected at us cq. Upon visual inspection, it was observed that the handle of the small hexagonal screwdriver was broken into two pieces at the region of dowel pin. The distal tip of the screwdriver was stripped, and the holding sleeve was missing. Also, the screwdriver shows signs of minimal wear and no other issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the screwdriver and the diameter of the handle proximal to the broken portion, measured 19.98 mm that falls within the specification of 19.80 to 20.20 mm, based on drawing. Document/specification review the following drawing(s) was reviewed; small hexagonal screwdriver: handle: handle drawing was not able to be accessed during the cq investigation. No design or manufacturing defect or deficiency was observed during the investigation. A DHR review could not be performed as the lot number is unknown. Material/hardness review: the material review was not able to be performed during as the lot number is unknown. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: date received by manufacturer on initial report (submitted july 18, 2018) should be june 27, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.